Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient was at their stage two implant procedure when the healthcare provider (hcp) pulled apart the boot from the extension and the boot broke. The broken boot was never implanted and a new boot was used. The issue was resolved. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.